Event description:
The reporter contacted animas on (B)(6) 2013 stating that the meter remote was not calculating insulin dosages correctly. The reporter indicated that the pump was correctly calculating the boluses but the meter was not correctly subtracting the insulin on board. The pump and meter were unavailable for review at the time of the event. This report is made based on the allegation of the meter/remote calculation issue.

Manufacturer narrative:
The meter has not been returned to animas. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.